Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Revision surgery. The patient is male, (B)(6). Accepted v-p surgery on (B)(6)-2015. At that time no abnormal issue occurred. On (B)(6)-2015 the patient returned to hospital. It was diagnosed the skin was ruptured around the wound. The programmer exposed. The wound was red and swollen via disinfection and monitoring several days. The surgeon performed the revision surgery and removed the programmer. The v-p surgery will be needed after patient recovery. Now the status of patient is stable